Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (b30 error) and a scope communication error (e216). The issue was found during the inspection for use. There were no reports of patient involvement.